Manufacturer narrative:
Faulty dispense check valve caused leakage during staining on the patient slides that may potentially lead to weak or inconsistent staining. No erroneous staining result was reported by the customer.

Event description:
The customer reported wash head leaking during the staining procedure. The affected patient slides could be completed. The field service engineer replaced the dispense check valve. The instrument is fully operational and performs as intended. There was no delay in diagnosis. No direct or indirect patient harm or user harm have been reported.